Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. Continued e1 (zip code): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis identified: rupture observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Unable to observe silicone migration as it is a medical event that is not related to the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding the event has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported "at the ultrasound check, right implant rupture with extraprosthetic silicone. Confirmed with MRI. Axillary silicone¿. Device has been explanted and replaced with non-allergan product. This record relates to right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on anterior side assessed, as unidentified (tear) opening shell thickness within specification. Silicone migration: unable to observe, since it is not related to the device. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "at the ultrasound check. Right implant rupture with extraprostatic silicone. Confirmed, with MRI. Axillary silicone". Device has been explanted and replaced with non-allergan product. This record relates to right side.